Event description:
A customer reported that the system shut down on its own during two vitrectomy procedures. The system was rebooted each time and the cases were able to be completed without pt impact.

Manufacturer narrative:
The company rep examined the system and replaced the supervisor assembly. Preventive maintenance was performed. The system was then tested and met product specs. The replaced supervisor assembly was returned for eval. Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).